Manufacturer narrative:
Submit date: 11/04/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/05/2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the volume issued was different from the displayed volume.